Manufacturer narrative:
Based on the claim against the product by the customer noting distal tip melted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The complaint regarding melted distal tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. This complaint is considered a reportable event due to the following conclusion: the instrument had localized melting near the grip base. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps distal tip melted where the plastic meets the metal grasper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.